Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber assembly, the generator driver board, high voltage tank, and x-ray tube. System operates as intended.

Event description:
Customer reported the system intermittently displays an overload fault during fluoro. No patient injury was reported.